Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic area pain') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, asthma and sneezing. Concurrent conditions included drug allergy. Concomitant products included atropine, atropine sulfate;pethidine hydrochloride (meperidine and atropine sulfate), calcium chloride;potassium chloride;sodium lactate (lactated ringer), diphenhydramine, ephedrine, fentanyl, hydromorphone, ketorolac, lidocaine, medroxyprogesterone acetate (depo-provera), midazolam, ondansetron, paracetamol (acetaminophen) and sertraline. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain with intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removal/ tubal ligation reversal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and headache had resolved and the migraine, tooth disorder, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migraine, headaches, dental problems and nausea. After insertion, in right tube : 5 coils and in left tube: 2 coils were trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: coils are in satisfactory position. Imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified). Bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache and menorrhagia lot number:810880, manufacture date: 2010/12 , expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia and menorrhagia had resolved and the migraine, headache, tooth disorder and nausea outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migraine, headaches, dental problems and nausea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Case is incident. Previously reported event injury is replaced with new events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migraine, headaches, dental problems and nausea. Lab data added. Reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/lower pelvic area pain') in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, asthma and sneezing. Concurrent conditions included drug allergy. Concomitant products included atropine, atropine sulfate;pethidine hydrochloride (meperidine and atropine sulfate), calcium chloride;potassium chloride;sodium lactate (lactated ringer), diphenhydramine, ephedrine, fentanyl, hydromorphone, ketorolac, lidocaine, medroxyprogesterone acetate (depo-provera), midazolam, ondansetron, paracetamol (acetaminophen) and sertraline. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain with intercourse"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine"), headache ("headaches"), tooth disorder ("dental problems"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (essure removal/ tubal ligation reversal surgery). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and headache had resolved and the migraine, tooth disorder, nausea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), migraine, headaches, dental problems and nausea. After insertion, in right tube : 5 coils and in left tube: 2 coils were trailing in uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Hysterosalpingogram - in june 2011: coils are in satisfactory position. Imaging procedure - on (B)(6) 2011: essure confirmation test(unspecified). Bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache and menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received: new event abnormal bleeding (vaginal) was added. Lot number was added. Reporter information, concomitant drug and medical history were added. Outcome of event headache was updated as recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.